Manufacturer narrative:
Event date: estimated date. UDI could not be reported because the part and lot numbers were not reported. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review for this product was not performed since the part and lot numbers were not reported and the product was not returned for analysis. The reported patient effects of dissection and occlusion are listed in the electronic instructions for use guide wire hi-torque guide wires, ce/FDA as known patient effects of the procedure. It should be noted that the hi-torque guide wires instructions for use states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). It is undetermined if the deviation of the instructions for use caused/contributed to the reported patient effects. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, treatments and hospitalization appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported through a case study identifying a procedure for a heavily tortuous right coronary artery (rca). A non-abbott guide wire was attempted to be advanced to the lesion but got stuck in one of the bends of the anatomy. The distal floppy part got separated from the shaft. Another two wires (non-abbott and balance middleweight (bmw) were taken to intertwine it and finally the broken wire was brought back into the guide catheter. There was a dissection in the proximal rca during wire retrieval and timi I flow. The patient started having chest pain but remained hemodynamically stable. Lesion was crossed immediately with a non-abbott guide wire and dilated by a 2x10mm non abbott balloon to open the artery. Two drug eluting stents were deployed across the lesion and dissected segment. Ultimately, timi iii flow was restored and the patient had an uneventful recovery. No additional information was provided. Details are listed in the article, titled "broken guidewire ¿ a tale of three cases."